Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. The reported event could not be duplicated by medtronic personnel. No fault noted with lemo connector. Mvs interface cable passed communications and continuity testing. Installed cable on imaging system, which readied as expected. Charging, 2d and 3d imaging were successful, no frame rate errors were displayed or logged while under test. Lemo connector plugs into validator tester and rear cab breakout as expected. The device was found to be fully functional with no problem found.

Manufacturer narrative:
The suspect rear breakout panel was returned to the manufacturer for evaluation. Visual inspection confirmed the physical damage with bent pins within the connector. The bend resulted in the cables not being allowed to fully engage within the connector.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and found that the imaging system was not able to connect to mobile viewing station because of a broken lemo connector cable that was not sitting in its position completely. Medtronic representative replaced both the umbilical cable and the rear panel harness assembly. Replaced the broken connector with a replacement connector that was shipped on 4/26/2017. After replacing the connector, medtronic representative performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspected parts were not returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the site tried booting up the imaging system but the pendant showed three x's and would not boot up past that screen. During inspection, the medtronic representative noted it was likely the umbilical cable was slightly bent and did not allow the cable to fully seat in the connection. The site completed the case with the use of fluoro. The case was completed without the use of imaging system. There was delay of less than 1 hour. No impact on patient outcome was reported.